Event description:
It was reported that a patient experiencing a stroke received a vibratory alert for non-sustained lead noise and presented data via merlin.net transmission. It was observed that myopotential oversensing and sensing latency on the far-field channel resulted in incorrect diagnosis of non-sustained lead noise. No programming changes were made. Patient and the device continues to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.